Manufacturer narrative:
One sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed after few seconds that the cuff deflated. A visual inspection was performed and it was observed the cuff had a cut that leaked. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cuff inflation/deflation issue occurred; there was leakage at the cuff. The customer indicated that the cannula was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, it had a cuff inflation/deflation issue; there was leakage at the cuff. The cannula was tested with water and leakage was present. No patient symptoms or complications were caused by the event.